Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by a fluid leak, as the balloon had less fluid in it; the cause and location of the leak are unknown. All components were removed and replaced. There were no additional patient complications reported.